Event description:
Info received indicates a loss of electrical ground.

Manufacturer narrative:
The technician found the ground pin broken from the power cord plug. The plug was replaced to repair the bed.